Event description:
It was reported from the rn to the clinical support specialist (css) that the rn had no ap (arterial pressure) waveform showing on the intra-aortic balloon pump (iabp) monitor. The pump is pumping appropriately and achieving the goals of therapy. The css had the rn aspirate and flush the central lumen and the rn had good blood return and flushed easily. The css had the rn trace the lines from the intra-aortic balloon (iab) back to the pump and check the connections; all were intact. The css then had the rn attempt to zero the transducer. The pump then messaged, transducer could not be zeroed, due to excessive offset. The css asked the rn to print a strip and the strip had an ap waveform present. The css asked the rn to press the red off button and then power the pump to off. The css then had the rn power the pump back on and there was an ap waveform present. The rn pressed the green button and the pump started pumping without difficulty. The ap waveform remained on the screen. The rn has no further questions at this time. The css encouraged the rn to call again should any other issues occur or if the rn was to lose the waveform. At this time, another nurse came in and said that the same thing had happened earlier in the week on another pt. (Unsure if the same pump). The css then suggested that the pump be sent to biomed for a check once the d/c (discontinued) from the pt which is planned this afternoon. The rn verbalized understanding and has no further questions. The issue was resolved when the pump was turned off and back on. There was no report of pt death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The pt outcome was the pt was unchanged during the event. Additional info received on (B)(4) 2012, from (B)(6), stated that the pump has been repaired. The pump is back in service as of today.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.